Event description:
The contact stated that control tests were performed using the customer's meter and the results were 200 and 189 mg/dl. The normal control range is 95-132 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
A lot number was not provided, so it was not possible to determine a manufacture date.